Manufacturer narrative:
Additional procode= dro. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transformer on the processor/bridge/pace board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "defib pacer device failure message." Complainant did not indicate that there was any patient involvement in the reported malfunction.